Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2184149-2019-00040. Near the end of a premature ventricular contraction (pvc) procedure, the touchscreen computer delivered six stimuli to the patient instead of three and induced ventricular fibrillation. The patient went into ventricular fibrillation and cardioversion was required to stabilize the patient. The procedure was completed successfully and the patient is in stable condition.

Manufacturer narrative:
Additional information: one ep-workmate¿ and workmate¿ claris¿ ep-4¿ touchscreen computer was received for analysis. The pacing protocol being used during the field reported event was not communicated and remains undetermined. Multiple protocols may be programmed to provide extra beats which include incremental and decremental pacing options. Functional testing of the returned touchscreen confirmed stimulus outputs match the programmed settings in both preset and user defined protocols. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported stimulation issue and subsequent ventricular fibrillation could not be conclusively determined.